Manufacturer narrative:
Evaluated 1 open or used reservoir performed a visual inspection using dop114-811 doc appendix f and found double set of o-rings and stopper-plungers inside of reservoir. Unable to pre-fill.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoirs won't fill all the way up and it always had air in it and it will not go all the way down and 1 wouldn't go down at all. The customer¿s blood glucose was unknown at the time of the incident. Customer was getting an air gap in reservoirs when filling. The reservoir will be returned for analysis.